Manufacturer narrative:
Evaluation: conclusions - (no device failure): based on the additional information received, the lens was opened but not used. There was no patient contact. There was no product malfunction. As there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of this lens after it was released for distribution, this claim does not meet the definition of a complaint and will be voided and disposition as a non-complaint. (B)(4).

Event description:
Additional information from the physician was received. The physician stated the lens was opened but it was then noted that there was a posterior capsule tear, so another iol was placed instead of the (B)(4). There was no patient contact. Patient is doing well post cataract surgery.

Event description:
The reporter stated the surgeon used a cc4204a collamer single piece lens. The lens was inserted and removed. No patient injury. The facility discarded the lens. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
Pt weight: unknown. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Conclusions: (no conclusion can be drawn). Based on the complaint history, a specific root cause of this event could not be determined. (B)(4).